Event description:
It was reported that the customer was taken to the emergency room for a high blood glucose level of almost 500 mg/dl. The customer experienced high blood glucose levels while wearing the insulin pump. She stopped using her insulin pump. The customer fell and when the infusion set was removed the cannula was bent. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-50593 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.